Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and a restricted posterior leaflet. An xtw clip was inserted, and while testing the gripper actuation above the mitral valve, both grippers would not move. Troubleshooting was performed, and the gripper levers were tested independently and simultaneously. It was noted the grippers would only move when the lock lever was locked. The physician decided to continue the procedure with the clip. The clip was deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (gripper actuation - both) appears to be due to procedural circumstances (i.e., unintended tension applied on the system). There is no indication of a product quality issue with respect to manufacture, design, or labeling.